Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a small volume intermate had ruptured at the beginning of the infusion. The device was filled with a non-baxter drug. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, then a follow up report will be sent.